Event description:
Additional information was received indicating the shock impedance measurements remained high and out of range. The device was explanted and the implantable defibrillation lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Additional information was received indicating the shock impedance measurements remained high and out of range. The device was explanted and the implantable defibrillation lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implantable cardioverter defibrillator (ICD) follow up out of range high shock impedance measurements were noted. The vector was changed but the values remained high. Pocket manipulation was then done and impedance fluctuations were noted with left arm swinging. Boston scientific technical services (ts) discussed possible root cause and testing to be done at the next follow up and confirmed no noise. The next follow up was scheduled within a month. No adverse patient effects were reported. The system remains implanted.